Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic nissen fundoplication with hynal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device broke off into the patient and was retrieved from the patient. Another like a device was used to complete the procedure. There was no consequence to the patient reported. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic nissen fundoplication with hiatal hernia repair . Actual device was returned for evaluation. Visual inspection was performed. The device was returned with the cannula cap detached from the cannula tabs. Functional evaluation was performed and the device worked as intended. The device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).